Event description:
A surgeon reports that a mark was noted in the center of the optic after insertion of the intraocular lens (iol). Enlargement of the original incision was required. The lens was removed through a separate, larger scleral tunnel incision. Another iol was implanted with good results. The surgeon feels the mark may have occurred during folding of the lens and he does not feel that the iol malfunctioned.